Event description:
Customer reports 5 cracked venous headers noted during patient use and reprocessing. Estimated 120cc blood loss reported with no patient injury; patients were treated with ancef intravenous prophylactically when noted during patient use. The dialyzers were reused between 5 and 22 times prior to this occurrence.